Manufacturer narrative:
Product event summary: the device was returned and analyzed. No anomalies were found.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: (B)(4) adaptor, implanted: (B)(6) 2012; (B)(4) lead, implanted: (B)(6) 2012. (B)(4).

Event description:
It was reported that the patient' implantable cardioverter defibrillator (ICD) had unexpected longevity. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.